Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: evaluation revealed multiple manual time changes observed in the black box. Multiple manual time changes observed on 10/25/16. The daily insulin delivery totals appear inconsistent due to time/date changes. Pump passed delivery accuracy test and found to be delivering within required specifications. A timekeeping accuracy test was performed; the pump keeps time accurately. Battery compartment is cracked below the bumper pad. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (time/date) issue. The patient had a blood glucose (bg) of 32mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that they have to change the time on the pump frequently. When going through the history of the prime the pump showed (B)(6) 2016 then (B)(6) 2016 in the records. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.